Event description:
I am suffering from bii. I have almost every symptom of bii and will find out if I also have cancer due to my breast implants. I have 19 year old saline implants and they're killing me. I explanting in 3 weeks. Bii needs to be warned to patients, not just on the packaging. I was a healthy person. (B)(6) was diagnosed with pulmonary fibrosis. I was diagnosed with auto immune disorder and immunodeficient. FDA safety report ID #(B)(4).